Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested regarding the patient/event, but no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 8, 2016. (B)(4).

Event description:
It was reported by the end user that, "she has a history of scattered red and raw areas under the mass and tape collar which she feels was due to stool laying on her skin and frequent wafer changes because of not having an established wear time. She also had an open area near the flange that measured approximately 25x13mm which she feels was due to the pressure of snapping her pouch onto her wafer. She reported a small amount of bleeding from these areas and would have to apply pressure for approximately 5 minutes for the bleeding to resolve. The end user stated that she has had these peristomal skin issues off and on for approximately 2 years. She developed a stoma stricture so she had her stoma revised on (B)(6) 2016. She said the opening in her stoma was as small as a cotton tipped applicator. Her surgeon also sutured the open area closed that was near the flange when she was having her stoma revised. Her surgeon also recommended she try a different system. She was discharged from the hospital using a hollister 1-piece appliance# (88300)." No further details have been provided.